Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -5.5/2.0/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a shorter length lens due to excessive vault. Cause of the event is unknown.

Manufacturer narrative:
Device evaluation: h3: type of investigation code: 10- device evaluation: the lens was returned in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage, with residue throughout the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).